Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritoneal cloudy effluent and abdominal pain in a patient coincident with physioneal and nutrineal pd4 therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced cloudy effluent and abdominal pain. The patient was without a fever. On an unreported date in (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1.5g, frequency not reported, ip) for 14 days and gentamycin (dose and frequency not reported, ip). On (B)(6) 2010, the patient began remedial therapy with ciprofloxacin (500mg, twice daily, orally). On the same day, remedial therapy with gentamycin ended. On (B)(6) 2011, the patient ended remedial therapy with ciprofloxacin. On (B)(6) 2011, the patient ended remedial therapy with vancomycin. On an unreported date, the patient improved with the discontinuation of nutrineal pd4. The nurse stated that the cause of the cloudy effluent was questionable nutrineal contamination. On an unreported date, the patient was recovered with sequelae after exposure to ip antibiotics. Physioneal use was ongoing. The nurse stated that the cloudy effluent and abdominal pain were related to the nutrineal pd4 unknown bag and were unrelated to the physioneal, unspecified product.